Event description:
It was reported that the patients mobile power unit (mpu) showed a power interruption. The patient changed to their batteries and the alarm resolved. The mpu was replaced.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord. The ac power cord reportedly did not come loose from the wall outlet or back of the unit. There were no environmental circumstances that would have affected ac power. No log files were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power interruption while connected to the mobile power unit (mpu) was unable to be confirmed. No log files were submitted for review. The mpu (serial number (B)(6)) was inspected at the european distribution center (edc). The mpu was received in unremarkable physical condition, booted up as intended, underwent functional testing, and passed all tests without issue. The mpu was connected to a mock loop and operated as intended. Preventative maintenance was performed, and the unit was returned to the customer site ready for use. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 19jul2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6- ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8- ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10- ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e- ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.